Event description:
It was reported that the patients ipg was having communication issues. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Event description:
It was reported that the patient's ipg was having communication issues. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-1232 (sn: (B)(6)). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.